Event description:
It was reported that the monopolar curved scissors instrument would not open. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found the instrument to move intuitively with a full range of motion in all directions. The blades open and close properly. The latex cut test passed. Engineering also observed the distal end of the main tube to have a 2 inch long section with material removed, located 1.35 inches above the tube extension. The damaged area covers one side of the tube, is parallel to tube axis, and has a rough surface finish. Engineering believes the damage may be due to a defective cannula. Add'l investigation is underway regarding the cannula accessories. Engineering also observed a couple of deep scratches on the tube, roughly 180 degrees from the scraped area. The scratches also have material removed and are not aligned with tube axis, suggesting they were caused by instrument collisions. The endowrist instruments instructions for use (IFU) does contain a handling precaution, as identified in the following test: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument.